Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up e MDR.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was determined to be insufficient drain- one or more cycles advances to next fill when slow/ no flow occurred above the min drain volume threshold. A service history review was performed and no issues were identified that may have contributed to the issue. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During initial assessment of a returned homechoice (hc) device, an increased intraperitoneal volume (iipv) event was identified which occurred on (B)(6) 2010, during drain cycle 4. The ultrafiltration (uf) volume was 1215 milliliters (ml). The programmed fill volume was 2000ml making the drain volume was 3215ml. This drain volume meets overfill criteria. Follow up with the nurse revealed that the patient is a "positional" drainer. The patient was instructed to sit up during his last drain. The nurse confirmed that there was no patient injury or medical intervention associated with this report.